Event description:
When using the 5 mm clip applier in a laparoscopic cholecystectomy, the applier was inserted in a 5 mm trocar -ethicon xcel b5lt-. When trying to remove the applier from the trocar, it got stuck. The entire trocar had to be removed and replaced and another clip applier had to be opened.